Event description:
It was reported that the battery would not charge, and different batteries were being as needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported even of the 14v li-ion battery being unable to charge was able to be confirmed. The 14v li-ion battery (serial number: (B)(6)) was returned for analysis and was functionally tested. The battery was inserted into a test universal battery charger (ubc) and was accepted for charge and was able to operate a mock loop with no alarms active. However, upon additional testing, the battery was reinserted into the ubc and a b0003 alarm was active. The battery was opened and underwent circuit analysis. The rsoc circuit was measured and the voltage directly at the output of u6 (pin 1) was being pulled down resulting in an inaccurate rsoc voltage being measured at the battery contact terminals. Components: u6, r29, and r34 were replaced, and the issue persisted. C12 was attempted to be replaced; however, upon desoldering and removing the capacitor from the board resulted in a short circuit and the printed circuit board (pcb) was damaged. No further troubleshooting can be conducted. The root cause of the reported event was unable to be conclusively determined through this investigation as the battery was damaged during testing. The device receiving inspection documents for the 14v li-ion battery (serial number: (B)(6)) were reviewed and were shown to have passed inspection. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. Heartmate iii patient handbook section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.